Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and drive support cap was loose. The customer's blood glucose level was unknown. The customer reported that the insulin was squirting out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a33 alarm due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Device received with complete broken reservoir tube lip and loose drive support disk noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.